Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a kinked line that have now progressed to line splitting and having holes in. Line had to be replaced causing pain and distress. Patient have been at high risk of extravasation injury. No other information was provided. It was reported there are 2 devices affected. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a kinked line that have now progressed to line splitting and having holes in. Line had to be replaced causing pain and distress. Patient have been at high risk of extravasation injury. No other information was provided. It was reported there are 2 devices affected. This report addresses both devices.